Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for evaluation with no initial alleged complaint. No death, serious harm, or injury was reported, and no medical intervention was required. During evaluation, the third-party service center visually inspected the device and observed evidence of visible foam degradation. Additionally, the device had dust contamination, pin1 and pin2 were destroyed from the humidifier connector, the power connector was destroyed/cut, and the s/n model label was destroyed. Furthermore, the device displayed error codes e-66 (err_stuck_encoder_b), e-55 (err_therapy_queue_full), e-53 (err_comp_log_sem_timeout), and e-7 (err_software), as recorded in the error log. The device was scrapped by the service center after the evaluation was completed.